Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient was revised due to femoral loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: medical product: stem extension straight, 10mm dia x 100mm length (combined length 145mm), catalog# 00598801010, lot# 62962872, distal only femoral augment block, catalog# 00599003521, lot# 63108285, distal only femoral augment block, catalog# 00599003521, lot# 07886978, articular surface with hinge post extension screw enclosed do not discard size e 26 mm height, catalog# 00588005026, lot# 62775414, tibial component precoat size 4 catalog# 00588000400, lot# 63108193, tibial full block augment precoat size 4 10 mm thickness catalog# 00588000410 lot# 62925328, trabecular metalar tibial cone, medium 36x31mm, catalog# 00545001336, lot# 62528792. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04050, 0002648920-2017-00747, 0001822565-2017-08366, 0001822565-2017-08367

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was experiencing pain and instability, and subsequently, he was revised due to femoral loosening approximately 9 months post implantation.